Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent surgery due to fracture. Intra-op, it was found that the set screws slipped. The physician had to replace with the new one to complete the surgery successfully. No patient complications were reported. The patient current status is well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.